Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for an arrhythmia that was felt to be supraventricular tachycardia (svt). The physician made programming changes to the therapy zones. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.